Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to a failure of the cable, main board, or aperture unit. In addition, it is estimated that the failure of the cable, main board, and aperture unit was caused by deterioration due the amount of use and age of the device (over 8 years).

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a conclusive root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when using the olympus, model clv-190, when close to the tissue, the image was too bright and the end user was unable to distinguish the tissue; when moving out away, the image was out of focus. There was no patient injury, associated with the problem, reported to olympus.